Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 612 units of this code batch. There are no units in our stock. We have received 26 closed sample and 1 open and used sample. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. We have checked the used suture and the needle is broken near the needle attachment area. Checking this needle, we have noticed that there are marks of a needle holder or other surgical instrument in this area. The needle has been damaged during handling and broken in the attachment area most probably due to wrong handling. Therefore, we conclude that the needle broken is caused by a wrong handling not according to the instructions for use of the product. The needles of the closed samples received have been tested for bending strength and the results fulfill product specifications: 24.69 nxcm in minimum (minimum bending strength specification for this needle: > 23.5 nxcm). Needle bending strength results during production were 24.71nxcm and fulfilled specifications. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause ending or breakage. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 7.06 kgf in average and 6.46 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Furthermore, the needle of the open sample received showed a damage in the needle attachment area caused by a wrong handling. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during the operation, a thread broke and then a replacement with another thread whose needle has also broken. The procedure continued without problem with another batch. There were no consequences for the patient.